Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had displayed a recover storage space alert, but no items had been available for selection to proceed with the recovery process. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that failed drawer appeared on the list of things. The field service engineer (fse) remotely logged in as ¿cfnadmin¿ and changed the ip for the drawers. Starting the medstation software triggered a ¿not detected on bus¿ failure for all storage spaces. The fse shut down the software, reverted the ip to the correct one, and rebooted the station. Upon restart, all drawers were detected and self-recovered. The fse left a message for the customer confirming the issue was resolved remotely. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had displayed a recover storage space alert, but no items had been available for selection to proceed with the recovery process. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.